Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported the device alarmed a motor error alarm during a correction bolus. Customer's blood glucose was 270 mg/dl. During troubleshooting, device passed the displacement test. Customer mentioned she had an emergency room visit for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was over 500 mg/dl. Customer was wearing the device at time of the emergency room visit. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.